Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed svt detection. An episode of svt was detected as vt. (B)(4).

Event description:
It was reported that the right atrial lead had intermittent undersensing. It was also noted that antitachycardia pacing was delivered for ventricular tachycardia episodes that appeared to be supraventricular tachycardia/rapid ventricular response or dual tachycardia. The device and lead remains in use.